Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v011515, implanted: (B)(4) 2006. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with the device or therapy but had not sought further help.

Event description:
It was reported that a patient had a lead wire sticking out in her back, but it had not broken through the skin. The reporter stated that it had been sticking out of the patient's back for the last six months before the report. It was reported that it was hard for the patient to walk or bend over for the last week or two prior to the report. The reporter stated that stimulation was intermittent and was "on and off." It was reported that even when the patient could feel the stimulation, she was not getting pain relief. It was noted that stimulation had been intermittent since the lead wire moved. Additional information has been requested but was not available as of the date of this report.